Manufacturer narrative:
Head section.

Event description:
It was reported by service report that the head section would not extend on the cot. No patient involvement or adverse consequences are reported.